Event description:
The manufacturer received information alleging the patient's filter is black and if doesn't receive a replacement the patient will be getting a law suit related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.